Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported patient effect of surgical procedure is listed in the graftmaster rx coronary stent graft system, instructions for use, as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a perforation in a heavily calcified, heavily tortuous left anterior descending artery. The 3.50x19mm graftmaster stent delivery catheter failed to cross due to the anatomy. The patient was taken to surgery to treat the perforation. There was no adverse patient sequela reported. No additional information was provided.

Event description:
Additional information received (B)(6) 2020: the correct size is 4.0x19mm.

Manufacturer narrative:
Nad4: part number and UDI corrected.